Event description:
This spontaneous case was received on (B)(6) 2014 from a female patient of an unknown age. The patient's medical history and concomitant medications were not reported. On (B)(6) 2014, the patient started treatment with sculptra (poly-l-lactic acid) injection around the eyes for an unknown indication. The batch number was not reported. On (B)(6) 2014, the patient started treatment with sculptra (poly-l-lactic acid) injection around the eyes for an unknown indication. The batch number used was not reported. On (B)(6) 2014, the patient reported she was "blind in the right eye" as a result of the injection. Per the patient, the "doctor hit an artery, and the sculptra went into my eye". The patient was immediately driven to an ophthalmologist by the administering doctor, reverse the medication, and that the damage was permanent. The patient stated she "completely lost vision" in the right eye. No additional information was available at the time of this report.

Manufacturer narrative:
Pharmacovigilance comment: on (B)(6) 2014 blindness unilateral assessed as serious and possibly related. Device use error assessed as serious and unassessable.